Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06586. (B)(6) clinical study. It was reported that the patient experienced dyspnea and in-stent restenosis (isr) occurred. In (B)(6) 2013, clinical status assessment indicated that the patient's qualifying condition is silent ischemia. Prior to procedure, the patient was found to have abnormal stress test or imaging stress test indicative of ischemia and the patient was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in ramus with 99% stenosis and was 18 mm long with a reference vessel diameter of 2.25 mm. The target lesion was treated with pre-dilatation and placement of a 2.25 x 20 mm study stent with 0% residual stenosis. On the same day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2018, the patient had visited the hospital for the follow-up in the view of worsening dyspnea on exertion. Patient also reported about the irregular heart beat (fluttering). Subsequently the patient was referred for cardiac catheterization. The 95% in-stent restenosis (isr) of the previously placed study stent located in the ostium of the ramus was treated with pre-dilatation and the placement of a 2.5 x 12 mm non-bsc stent. Following post-dilatation, residual stenosis was 0% with timi 3 flow. Post pre-dilation of ramus with 2.5 mm emerge balloon, there was a significant plaque shift into the ostium of left anterior descending (lad) and left circumflex (lcx) arteries. Angioplasty of ostium of lad and lcx was performed with emerge 2.5 x 12 mm balloon, post which, ostium of lad was patent. However, ostium of lcx continued to have significant stenosis secondary to plaque shift, hence, ¿kissing balloon¿ post dilation with 2.5 x 12 mm nc emerge compliant balloon and 2.5 x 12 mm emerge balloon in left complex was performed with significant improvement. On the same day, percutaneous transluminal coronary angioplasty (ptca) was performed in lcx. In addition, the 80% stenosis in proximal lad to diagonal 1 was treated with the placement of a 2.5 x 28 mm non-bsc drug-eluting stent. On the same day, the patient was discharged on dual antiplatelet therapy.